Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2024 and suture was used. During a total joint replacement the suture needle pops off. Multiple sutures, the needle is popping off. Case completed with the same box and lot. No patient harm was reported. Additional information was requested.

Manufacturer narrative:
Product complaint(B)(4). Date sent to the FDA: 7/9/2024 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Please clarify how many devices this event occur during this single procedure: 5-6 times in single case. * if this event occurred in multiple procedures, please provide information requested above for each patient event.: happened in two other joint replacement cases. 1 case we went through 3 and on the other we went through 2 more than planned. There was no patient harm and the product came from same box and lot as the other. 2. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s).: no issues that I am aware of. 3. What are the procedure name(s) and date(s)? Total knee replacement x 2, total hip replacement x1 4. What is the quantity involved per procedure: usually 1-2 per case 5. Was there any adverse patient consequence(s) or subsequent medical/surgical intervention?: no 6. Please clarify how many devices are available for evaluation: 68 7. Status of product return: packed and ready to ship 6/19/2024 h3 investigational summary: the product was returned to ethicon for evaluation. Sixty-eight representative unopened samples that pertain to product code j947h were received for analysis. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were open, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.